Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump make cracking noise when inserting new infusion set and reservoir and clock was loosed time. The customer's blood glucose value was unknown. The customer also stated that insulin pump was stopped working. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump monitored for several days. Unit received with all operating currents within spec and passed a21 error test and displacement test. No unexpected low battery alarm anomalies noted. No unexpected audio/vibrate anomalies noted. Device was programmed with test minilink and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the 100 value properly on display graph. The sensor feature work properly noted. No frozen screen noted during test and time clock advances properly. Insulin pump received with cracked reservoir tube lip. (B)(4).